Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 479 mg/dl at the time of incident and current blood glucose value was 89 mg/dl. The customer had symptoms such as dry mouth and treated for high blood glucose level with injections. The customer did not allege insulin pump for under delivering. The customer completed the self-test and it passed. The customer not able to complete high pressure test. The product was not returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.